Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user required training on global find feature. A technical support specialist (tss) sent documentation explaining how the global find feature works and informed the customer of the required security group permissions. The tss checked the medications shared by the customer. It was explained that the "remove" permission within the security group allows users to remove, waste, return, and override items at the station, and that this permission is required for the global find feature to function correctly. The customer acknowledged the information and granted permission to close the case. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the user observed that the global find function displayed an inventory of greater than zero tablets for all local pyxis machines despite inventory being available in the machines. The inventory quantities were not displayed correctly across the affected stations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.